Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 513 mg/dl. Customer treated blood glucose was treated with bolus and current blood glucose was 374 mg/dl. Customer was advised to monitor insulin pump for high blood glucose. Insulin pump will not be returned for analysis.